Event description:
During a routine device replacement procedure, the right ventricular (rv) lead was also replaced due to low pacing impedance and oversensing due to suspected myopotentials. Diagnostic imaging was performed and no anomalies were noted. The rv lead was capped and replaced. The patient was stable.